Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported lymphadenopathy. MRI performed. This relates to the right side. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Lymphadenopathy: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed

Event description:
Healthcare professional reported, right side "armpits with small adenopathies". Device has been explanted and replaced with another manufacturers device.